Manufacturer narrative:
Evaluation found the software was corrupted. Current leakage test passed, no current leakage issues.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that while using a promark endo motor, a patient received an electrical shock; no injury resulted.